Event description:
A customer contacted beckman coulter (bec) to report high ise (ion selective electrode) results with accompanying low anion gaps generated by an au481-02e clinical chemistry analyzer. No erroneous results were reported outside of the laboratory. On rerun, the results were within range. The actual results were requested but not provided.

Manufacturer narrative:
Per customer, after doing the ise maintenance, the anion gaps were running low. The customer performed a 10% bleaching procedure and the results were still the same. Bec hotline performed troubleshooting over the phone and recommended the customer perform a prime to make sure the lines were cleared. The customer stated she would prime, recalibrate and perform qc and then rerun patients. The customer called back and informed bec that they were still seeing erratic sodium results with intermittent high chloride results. The customer was also hearing a clinking noise during ise operation and stated it may be coming from the ise syringe. Hotline suggested customer change ise syringe, but customer did not have another r syringe and requested service. A field service engineer (fse) went on-site and found the reference valve letting air into the ise flow cell. Fse cleaned out the ise flowcell and replaced the reference valve. Fse also replaced the reagents as a precaution. Recalibration was successful. Qc runs were acceptable. No further clicking sounds were noted. Ise performance was verified to meet specifications per established procedures. The cause of this event may be attributed to the failed reference valve.